Manufacturer narrative:
The healthcare facility was contacted in order to retrieve additional information. A response was received that the issue of high respiratory rate was quickly identified and resolved by their in-house service team. No service or investigation was requested and no ventilator logs were provided. The internal investigation report was provided with investigation findings of excessive moisture in the breathing circuit which had entered the expiratory cassette and also filled the tube which connects to the expiratory pressure transducer. After cleaning and thorough drying of the expiratory cassette, pressure transducer and connecting tube, the ventilator was tested comprehensively and no further issues found. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high respiratory rate and did not deliver sufficient volume. There was no patient harm. Manufacturer's ref #: (B)(4).